Event description:
Device malfunction: snare detachment. Time of malfunction: during the procedure. Symptoms/ae: arterial dissection, perforation, surgical vessel repair and device removal. It was reported that during an unspecified procedure in the left common iliac artery, a non-abbott glide catheter detached in the body. A physician, in training in the use of the expro elite snare, attempted to retrieve the detached catheter. The expro elite snare was forced around the detached device multiple times and the nitinol loop of the snare detached in the vessel. At an unknown time during the procedure, an arterial dissection and perforation occurred. The detached portions of both devices were surgically removed and the vessel was surgically repaired. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.